Event description:
The anesthesiologist reported that a patient IV has come loose where the tubing is connected to the IV catheter. Investigation with registered nurse staff indicates that the connectors are difficult to keep it tight. Manufacturer response for pressure-rated extension set, IV connector, maxzero (per site reporter). The manufacturer provided user tip sheets for the product.